Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative via a patient regarding an external device. The reason for call was caller reported the communicator is not connecting to the handset. Caller reported the battery light is on, but no blue light comes on. The following troubleshooting steps were performed: closed out of all running applications, reset the communicator, turned off/on airplane mode. The issue was resolved through troubleshooting. No symptoms were reported. Additional information was received from the patient. The patient called back and was still having issues with their communicator. The patient had difficulty hearing agent during the call so due to the nature of the call agent couldn't finish inquiring representative questions. The patient mentioned their legs and feet were tingling and patient mentioned this was their 2nd time with the communicator not working. The patient was frustrated and was trying to stop the tingling in their legs. The patient was told to call patient services (ps) to get a communicator overnighted. Agent reviewed troubleshooting information. During the call patient closed all applications, turned airplane mode on then off, then restarted the handset and communicator. The patient was able to connect to their therapy screen. Agent advised patient to close all applications after using mystim pc and to avoid powering the communicator off. Agent advised patient to call back if the issue persisted. Additional information was received from the patient on (B)(6) 2019. The patient stated that they called back reporting not found communicator message. The patient stated this was the 3rd time the device had malfunctioned and they were told by the rep that this model has known issues and to call us if it occurred again and they would ov ernight a new communicator. The patient stated it was just broken and they were really getting frustrated and have an MRI scheduled for next tuesday and need this device to be dependable. The patient denied having dual adapter and insisted they do not touch the power button on the communicator at all. Patient also mentioned having to scan a code in the past. Patient reported green light on communicator. Agent had patient close all apps and attempt to connect; not found communicator displayed. Agent had patient reset communicator and close all apps; patient connected through mystimpc and reported therapy on and in group a with communicator at 100%. Agent had patient close all apps; patient again connected without issue. Agent reviewed MRI mode. After 20 minutes of providing education to patient as to why they did not need a replacement communicator, patient was escalated and emotional and crying and yelling at agent. The patient insisted manufacturer representative (rep) had promised them they would send a new communicator and added they were going to the UK in a few months and this has been a nightmare since the day they had it implanted. Due to the nature of the call, agent sent request for replacement communicator. Agent reviewed best practices in detail.